Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator delivered anti-tachycardia pacing and 13 tachy shocks due to what appears to be an episode of atrial driven arrhythmia with rapid ventricular response. The delivered shocks are likely to be considered inappropriate as this device is not designed to deliver therapy to atrial arrhythmias. Also, 13 shocks are enough to have exhausted this device therapy at least once. No adverse patient effects were reported.